Event description:
During a complicated vitreo-retinal surgery with iol replacement, a system message occurred during the vitrectomy (vitreous/air exchange). Major hypotony occurred that required the procedure to be completed by manually filling the eye with air with a syringe. Several attempts have been made to gather more information regarding the patient's outcome, but no additional information has been provided to date.

Manufacturer narrative:
A company representative examined the system and replaced the power and communications cables. The system was then tested and met all product specifications. No sample was returned. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4). This report was mailed to FDA on: 04/06/2011. (B)(4).